Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform system 2. (B) (4)

Event description:
Caller reported patient blood glucose results of 311 mg/dl and 414 mg/dl using inform system 1, 133 mg/dl using inform system 2 within 10 minutes. No adverse event reported. A request was made for the return of the strips, replacement was sent.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 20 mg/dl at the time of the event. The customer stated that he bolused before dinner, went to relax, and ended up losing consciousness due to hypoglycemia. After the event, the insulin pump alarmed no delivery. Nothing further was reported.